Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to hospital feeling dizzy, ventricular oversensing was noted. The device was explanted and replaced.